Event description:
Patient in or for maxillary and mandibular osteotomies. Patient was put on the ventilator after intubation. Within 5 minutes all ventilator readings went flat line. Staff attempted to manually ventilate the patient and was unable to maintain pressure and volume in bag. No obvious leak noted in circuit or bag. Patient was ambued with 100% oxygen. Circuit changed, and anesthesia machine switched out.